Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the haptic was bent during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product showed that there were two tears in the optic and a haptic was bent. There was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.